Event description:
It was reported that the user was unable to insert the cartridge into the pump until instructed to perform a rewind, after which the cartridge seated correctly and use continued. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user troubleshooting and education on correct supply change steps. Investigation of this case revealed use error related to incorrect cartridge change sequence, with no device malfunction and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incomplete setup steps.